Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable lead caused the patient to have an infection with sepsis. There were no additional adverse patient effects reported. All available information indicates that the lead remains in service.

Event description:
It was reported that this implantable lead caused the patient to have an infection with sepsis. There were no additional adverse patient effects reported. All available information indicates that the lead remains in service. It was reported that this implantable lead caused the patient to have an infection with sepsis. There were no additional adverse patient effects reported. The implantable lead was explanted. Additional information indicates that the field representative validated that the pacemaker was connected to a competitive product.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery. This supplemental report is being filed to correct the entry in b5: describe event or problem, d7: explant date, h6: patient codes and patient code description and h10: additional MFR narrative.